Manufacturer narrative:
The actual complaint part isn't available for investigation. The failure to osseointegrate is a well documented risk of the implant procedure.

Event description:
The mini-implant failed to osseointegrate. No serious injury was reported to the patient.